Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On 22nd of july 2020 getinge became aware of an issue with one of our devices ¿ x-ten. As stated, seal was partially detached from the headlight due to cracked transparent cover, moreover paint was chipping. No injury has been reported due to mentioned issues however we decided to report it in abundance of caution as detachment of any parts, plastic or paint particles may lead to contamination of sterile field.

Manufacturer narrative:
On 22nd of july 2020 getinge became aware of an issue with one of our devices ¿ x-ten. As stated, seal was partially detached from the headlight due to cracked transparent cover, moreover paint was chipping. No injury has been reported due to mentioned issues however we decided to report it in abundance of caution as detachment of any parts, plastic or paint particles may lead to contamination of sterile field. It was established that when the event occurred, the headlight did not meet its specification due to the issues with the seal¿s detachment, paint peeling and the cracked cover leading to missing particles, and in that way it contributed to the event. It is unknown if the device was being used for the patient treatment at the time when the event occurred. The possible root cause of the issue of the seal¿s detachment is an abnormal use of the device as the seal cannot come off by itself. The most probable root cause of these paintwork damages is the collision between other products such as the spring arm or headlight. Unfortunately, the specific root cause of cracked cover leading to missing particles wasn¿t possible to be established due to lack of information, despite our best efforts. Given the circumstances and the fact that there is no apparent trend in the complaints we shall continue to monitor for any further events of this nature and do not propose any further action at this time. The purpose of the report is also to provide correction. This is based on additional details provided by the service unit. Previous b5 describe event or problem: on 22nd of july 2020 getinge became aware of an issue with one of our devices ¿ x-ten. As stated, seal was partially detached from the lighthead due to cracked transparent cover. No injury has been reported due to mentioned issues however we decided to report it in abundance of caution as detachment of any parts or plastic particles may lead to contamination of sterile field. Corrected b5 describe event or problem: on 22nd of july 2020 getinge became aware of an issue with one of our devices ¿ x-ten. As stated, seal was partially detached from the headlight due to cracked transparent cover, moreover paint was chipping. No injury has been reported due to mentioned issues however we decided to report it in abundance of caution as detachment of any parts, plastic or paint particles may lead to contamination of sterile field.

Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2020 getinge became aware of an issue with one of our devices ¿ x-ten. As stated, seal was partially detached from the lighthead due to cracked transparent cover. No injury has been reported due to mentioned issues however we decided to report it in abundance of caution as detachment of any parts or plastic particles may lead to contamination of sterile field. Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Event description:
Photographic evidence added to the complaint record indicates occurrence of paint peeling, which is an additional issue detected on the device. No injury has been reported due to mentioned issue however detachment of any paint particles may lead to contamination of sterile field.